Manufacturer narrative:
(B)(4).

Event description:
It was reported that impedance read >3600 ohms on electrodes 2 and 15. The patient's therapy was working well. No treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.